Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the biphasic therapy pcb assembly. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the service led on the customer's device remained on during the yearly safety control test. During device evaluation, the third-party service agent observed that the device would not deliver a defibrillation shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed biphasic therapy pcb assembly. Physio-control determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u6 on the biphasic therapy pcb assembly that was thermally sensitive. When this ic chip, designator u6 was cooled, it would fail and cause the defibrillation charge to stay zero.